Event description:
Medtronics 770 g insulin pump quit working at 4:00 am while sleeping. The pump screen showed an error and therefore stopped my insulin delivery. I called the tech support to resolve issue and they had no known reason for malfunction but had me do a reset to get the pump back on line. "Insulin reaction low blood s". FDA safety report ID# (B)(4).